Event description:
Event: contralateral wire became stuck in the graft limb. Event narrative: it was reported that the contralateral wire became stuck in the graft limb while attempting to advance the wire. This was resolved by advancing a catheter over the contralateral wire and pushing up on the lock ball. The graft was successfully implanted.